Manufacturer narrative:
The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level in comparison to re-calibrated masterlot on internal reference meter. Testing results (qc range: 2.7 ¿ 3.3 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. The maximum difference between measurements was 3.4 %. The obtained qc results were in the allowed range. No error messages occurred during investigation.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr non-reproducible results with a coaguchek xs meter serial number (B)(4). At 5:53 p.m., the customer¿s meter result was 4.9 inr. At 5:57 p.m., the customer¿s meter result with a different finger was 2.8 inr. The customer¿s therapeutic range is 2.0- 3.0 inr.